Manufacturer narrative:
Ocd second level support reviewed the provue log files regarding the issue. Investigation revealed that the customer had selected the option of "presence verification only" for the reagent vials. The provue configuration was altered, disabling the psid identification of the reagent cells and the reagent barcode ID was disabled. The log files also revealed that the reagent vials were placed incorrectly on the provue, resulting in the qc failure. An ocd field engineer corrected the configuration settings on the instrument and discussed the issue with the customer. Qc was processed and accepted. This customer has not logged any complaints against this analyzer since this incident. Incident is isolated. (B)(4).

Event description:
The customer reported that during the validation process of the ortho provue analyzer to the lab info system, the provue was infected with a virus that corrupted the software system. The customer feels that since (B)(6) 2009 the provue software is switching the reactions for the reverse a and b cells; the screen 1 and 2 microtubes and vice versa. The issue was affecting all blood types. This issue was occurring with all samples including the qc samples. The provue was taken out of service. All testing was repeated manually. No erroneous results were reported.